Manufacturer narrative:
Based on the completed investigation, the identity of the foreign material and the root cause of why it remained in the device could not be definitively determined. It is likely due to reprocessing that deviated from the IFU (instruction for use). This event is detectable and preventable by handling device in accordance with the following IFU: IFU figure number:ge6003. Revision:19 ultrasound gastrovideoscope gf-uct260. Chapter:2 instrument nomenclature and specifications, 2.2 endoscope functions. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, foreign material was observed on the ultrasound gastrovideoscope's forceps elevator. There was no patient involved.